Event description:
I contracted acanthamoeba keratitis in my left eye. I had none of the known risk factors -swimming with contacts in, re-using solution, putting contacts in mouth or using tap water on contacts, etc. I believe there is a product problem with solutions used to disinfect soft contact lenses because they do not have the ability to kill acanthamoeba and are not required by the FDA to do so. Event did not abate after use stopped.